Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a torn, unresponsive bolus button. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked, and the bolus button cover was torn. During testing, the bolus button was completely unresponsive to user presses. (B)(6).